Manufacturer narrative:
There were no samples received at mfg facility for eval. Our quality inspections records revealed that there were no reported defects during the mfg of this lot. A returned sample is required for further investigation into the complaint defect. The quality management department will continue to monitor this complaint issue.

Event description:
The nebulizer stopped working.